Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump user guide instructs the user to never prime while attached to the infusion site; additionally, the pump displays a reminder to disconnect. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging multiple loss of prime warnings on the pump. The reporter indicated that the loss of prime warnings continued even after replacing the cartridge multiple times including from a new box. The reporter confirmed that the cartridge cap was secure to the pump and there were no known sudden changes in temperature or changes in force. The reporter indicated that during the issue, the pump was primed while attached for 0.3 units; the reporter indicated having an insulin sensitivity of 1 unit to 5 mmol/l. There were no reported low blood glucose levels related to this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/16/2015 with the following findings: a 'loss of prime warning', which was due to a non-zero-value low force reading and can be indicative of the type of issue that was reported, was observed in the black box data. The pump was exercised for 24 hours, during which no 'loss of prime warnings' were observed: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump successfully performed the bolus and prime sequence functions. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.